Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the moderately tortuous, heavily calcified, 90% stenosed distal left anterior descending (lad) coronary artery. A 2.25 x 12 mm traveler rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced with no resistance to the lesion and on the second inflation to 14 atmospheres the balloon ruptured. The procedure was completed with the successful deployment of an unspecified stent implant. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.